Event description:
Philips received a complaint on the defibrillator/monitor indicating that sometimes the defibrillator did not deliver a shock. The device use at the time of the event was unknown. No patient harm was reported. Defibrillators are life-saving devices; failure of the device to perform as intended may result in a life-threatening situation. In a conservative assessment of the available information, this event will be considered a serious injury due to the serious deterioration of health that may result from a delay or failure to shock. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Reporter information: (B)(6). The asp evaluated the device. The customer was offered the repair service which was declined. The device returned to the customer site and no further evaluation is warranted at this time. The device log was provided to the product support engineer who did not determine the device malfunction. Based on the information available and the testing conducted, the cause of the reported problem was not determined. The reported problem was not confirmed. No device problem detected during the device log review. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.